Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed via medical records and x-ray review. Revision operative notes identified clear loosening in the cement bone interface of the femoral component. There was hardly any bone loss with removal of the implant. The bone was identified to be sclerotic without lytic parts. There was no indication of infection and no evidence of tibial component loosening. The femoral and polyethylene articular surface were removed, however, the polyethylene showed no abnormalities. A health care professional reviewed the provided radiographic images and identified mild osteopenia and radiolucency at the hardware interface of the femoral component and the medial/lateral tibial plateau, suggestive of loosening 23 months post-implantation. The femoral component appeared to be oversized with a gap in between the anterior flange of the femoral component and the femur. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. Per the instructions for use of the product (87-6204-022-23 rev. A), loosening of the prosthetic knee component is a known potential adverse effect of the total knee arthroplasty procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona ultracongruent fixed bearing articular surface right 12mm catalog #: 42522200412 lot #: 62988948, persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: 63390847. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the explanted device could not be found. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral component loosening approximately two (2) years post-operatively. Initial operative notes identified that the surgeon elected intraoperatively to perform total knee arthroplasty versus partial knee arthroplasty due to patient condition, however, no intraoperative complications were identified. Revision operative notes identified clear loosening in the cement bone interface of the femoral component. There was minimal bone loss with removal of the implant and the bone was identified to be sclerotic without lytic parts. There was no indication of infection and no evidence of tibial component loosening. The femoral and polyethylene articular surface were removed, however, the polyethylene showed no abnormalities. No additional patient consequences were reported.